Event description:
A malfunction on the pump was reported by the caller, specifically noting a momentary power loss to the vibrator motor. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. Technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue as the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue recurred, and they understood and acknowledged this instruction.